Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to pull medication. A technical support specialist (tss) reviewed the customer claim that the issue appeared to be related to a glitch with the ER user profiles, as ER users were unable to select patients to remove medications from the drawer. To work around the issue, the users were temporarily switched to the acute nurse profile by the customer, which allowed successful medication removal. Upon review, tss identified that the user (ed) role did not have the remove security group assigned, whereas the user (acute) role had the remove security group enabled. This difference in role permissions was the reason the users were initially unable to remove medications. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurses were unable to pull medications. They were able to log in and could view patient information, but they were not able to pull the required medications. When they clicked on the patient's name, the system did not navigate anywhere. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.